Manufacturer narrative:
H3: device evaluated summary- visual and optical inspection confirmed the instrument has broken approximately 2 threads down from the distal tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fairly brittle fracture with no indication of fatigue consistent with overload. This type of damage is consistent with bend stress overload additional information- d9, g3, h3, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of l2-3 adjacent level disease involved in l2-3 olif (oblique lumbar interbody fusion), impacting interbody procedure. It was reported that intra-operatively, during normal implantation of the pivox interbody, the threaded inserter broke due to malleting. Interbody inserter (product ID- 2161000) and threaded shaft (product ID- 2161001) were put together properly. The interbody implant was attached properly to the inserter. While malleting the implant in disc space, the tip of the threaded shaft broke. No fragments left in the patient's body. Delay was approximately 30 minutes. During this time, used tamps to push the implant further in the disc space because the inserter could no longer be attached due to the broken pin. Product was utilized correctly according to the directions given in the IFU/labeling. There were no patient symptoms or complications reported as a result of this event. Patient is alive and no injury.